Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needs a MRI (of body part outside head/brain). The hcp stated that the patient said the "battery does not work" so he stopped using the ins and the ins has been "non-operational for several years". The hcp was unable to provide any further detail. No symptoms were reported.